Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report air in the steerable guide catheter. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed posterior leaflet. As soon as the clip delivery system (cds) was inserted into the steerable guide catheter (sgc) air was observed in the sgc hemostatic valve. The physician decided to replace the sgc with a new one. The procedure continued and two clips were implanted with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported leak appears to be related to the identified torn silicone valve. However, a conclusive cause for the silicone valve tear could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.